Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.